Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The outer and inner insulation of the lead developed breaches due to metal ion oxidation while in vivo.

Event description:
The lead was returned to the manufacturer with no information. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.